Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver gablofen (concentration and dose unknown), indicated for intractable spasticity. It was reported that the patient¿s catheter migrated into the epidural space. It was indicated that the event occurred during a procedure. The event date was asked, but would not be made available due to a legal/confidential reason. Environmental/external/patient factors that may have led or contributed to the issue included retrograde catheter insertion and that the patient has fusion. It was reported that as diagnostics/troubleshooting performed, they were unable to aspirate the catheter access port (cap). It was reported that surgical intervention occurred. As an action/intervention taken to resolve the issue, the catheter was partially explanted. It was reported that the spinal segment of the catheter was explanted and replaced on (B)(6) 2018. It was noted that the explanted segment would not be returned, as it was discarded by the customer. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history included cerebral palsy. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.